Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized due to high blood glucose levels with beginning stages of diabetic ketoacidosis. The customer's blood glucose reading was 273 mg/dl. The customer was also experiencing stress prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. In addition, the customer reported a crack on the screen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.